Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. It is unknown whether the patient was connected at the time of the alarm and the process step in which the alarm occurred was unspecified. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.